Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented emergently with a ruptured thoracic aortic aneurysm just distal to the previously placed stent graft. It appears the stent graft has lost seal distally and a distal type I endoleak was identified. The physician implanted two valiant thoracic distal stent grafts extending distally and the distal type I endoleak was resolved. The physician stated that the event was related to disease progression. No additional clinical sequelae were reported and the patient is fine.